Event description:
Additional information: it was reported that the patient also experienced pain, vomiting, and headaches.

Event description:
Following the events reported in mfg report # 3004209178-2012-04089, it was reported that the patient developed an infection and cerebrospinal fluid (csf) leak. The pump system was removed sometime in (B)(6) 2011 and the patient was hospitalized for two weeks. The patient then had to go to rehab for two months. The patient was prescribed some oral medications, but it was not covering her pain. The patient was in severe pain, and would like to have another pump implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.